Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Unable to confirm the primary complaint with review of event history. Review of alarm history confirmed that the pump experienced motor rate errors on a few occasions. Functional testing did not trigger reported alarm. Could not determine probable cause. As a preventative measure, the stepper motor, worm coupler and motor bracket mount were replaced. The pump passed all performance verification testing and is in proper working order.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor not running error. Per reporter, the event occurred before patient use. There was no patient involvement. The reporter stated the problem happened 6 times between 12:24 am and 12:27 am, according to alarm event log.